Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that a dialyzer blood leak that occurred immediately into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a gambro phoenix machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The actual complaint device was discarded and is not available to be returned to the manufacturer for evaluation. It was stated that a companion sample is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: three companion samples were returned to the manufacturer for physical evaluation. The actual device was not returned to the manufacturer for evaluation. A gross visual examination of the companion samples did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The polyurethane material was distributed evenly and was noted to be intact, without any visually identifiable irregularities. Visual inspection did not determine any damage, irregularities or defects that would affect the integrity or performance of the dialyzer. The companion samples were subjected to a laboratory bubble point test where no leaks were observed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.